Event description:
The caller reported via phone call that the customer had experienced a hypoglycemic event due to not hearing an alert on the insulin pump. The customer's doctor was inquiring if there was a louder alarm on the insulin pump. The caller was advised that the insulin pump did not have volume control. The customer had been in the hospital due to low blood glucose levels. Troubleshooting was not done because the customer was not present at the time of the call. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.